Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported that they had 2 positive (sn (B)(4)) tests with cue followed by 2 negative tests with cartridge lot 19938d and 19941g.